Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was not holding the k-wires was confirmed. An assessment was performed on the device which determined the unit was not clamping the wires. It was observed that the unit¿s clamps were worn, and other components were corroded and had some debris on them. It was determined that the cleaning, sterilization, and/or maintenance procedures were not followed as per the directions for use (dfu). The assignable root cause was determined to be due to improper cleaning, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the quick coupling device was not holding the k-wires. It was reported that there was no delay in the procedure as an unspecified spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.